Event description:
The customer reported the rad-8 device is powering off during the night and it is not possible to power it on again due to a broken stud. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed a cracked chassis surrounding the device feet. The device was able to power on using ac and battery and was able to remain on when switching between ac and battery power. The device was able to alarm with audio and visual status indicators when alarm limits were breached. The device was power cycled several times without any issues. The device was left on battery power which lasted 5 hours before shutting off and a low battery alarm annunciated for 15 minutes prior to shutting down. The customer¿s complaint was not duplicated. Internal inspection revealed a broken standoff, which did not affect the functionality of the device. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the rad-8 device is powering off during the night and it is not possible to power it on again due to a broken stud. No patient impact or consequences were reported.